Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored and the audio bolus button was unresponsive. This report is made based on results of investigation completed on (B)(6) 2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the display screen was dim and discolored. The bolus button was completely unresponsive. Contamination was found underneath the bolus button cover and on the bolus button contact plate. Unrelated to these issues, the keypad cover was peeling off from the pump. All of the keypad buttons were normally responsive and there was no evidence of contamination on the button contacts. (B)(6).